Event description:
Patient had angio-seal placed to right femoral artery following left and right heart catheterization. After procedure bleeding noted to arterial site. Manual pressure applied for 20 minutes. Homeostasis obtained. No patient harm. FDA safety report ID # (B)(4).